Event description:
It is reported that the device was implanted in 2006, due to a right femoral subtrochanteric fracture. Post-op, the lag screw migrated a moderate distance. It is unknown if a revision surgery will occur.

Manufacturer narrative:
The intent of the lag screw and sliding nail cap design is to allow lag screw sliding to help allow fracture settlement. No further investigation can be made at this time with the available info. Cause cannot be definitively determined. H6-no product was returned for evaluation. Device history records indicate device manufactured to specification.